Manufacturer narrative:
(B)(4). Date sent: 8/16/2023. D4: batch # 180c96. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? No (extended hospital stay, readmission, re-operation, etc.) What is the most current patient health status? Not reported please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu). Mr (B)(6). Investigation summary : the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with the anvil bent upwards and without reload present. No functional test was performed due to the condition of the device. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 180c96, and no non-conformances were identified.

Event description:
It was reported that the stapler did not close properly. Used another device to complete the procedure. Surgery prolonged 30 minutes or more. No patient consequences reported. No further information is available.